Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she walked for a long time and gave herself insulin but her blood glucose was still high. Customer's blood glucose was 422 mg/dl. Customer stated that she was going to change out her set and had already removed her old set. Customer disconnected before troubleshooting could be done. Customer wanted to change the set first and was advised to call back after she treats to complete troubleshooting. Customer also stated that the cannula was not bent.